Event description:
The user facility reported a 48 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that blood was leaking from the red plug on the pump. Bone-wax was applied. The pump was supporting for 2 days when this occurred. The pump was replaced. There was no patient harm reported.

Manufacturer narrative:
The investigation into the blood leakage from the red handle has been completed. The device was not returned for evaluation. However, the clinical report was evaluated. The root cause of the blood in the red handle/product damage was most likely a result of a puncture in the catheter as the blood would have had to enter through the catheter. This report is being filed as part of a retrospective review of historical records.